Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post an implantable cardioverter defibrillator (ICD) change out procedure the patient¿s device and right ventricular (rv) lead exhibited high impedance, increased sensing integrity counter (sic), and noise. The physician indicated there may be a connection issue as the lead pin was not fully inserted into the device header, resulting in the indicated lead/device issues. A revision procedure was completed and the pocket was opened and the lead pin was re-inserted into the header. The device and lead remain in use. No patient complications have been reported as a result of this event.